Event description:
It was reported that the patient experienced a pneumothorax six days post implant. It was also reported that the atrial lead had loss of capture, varying high impedances, inappropriate mode switching, over and undersensing. During changeout of the lead the physician did a tug test. X-ray showed lead pin was properly seated into the device header. The lead measurements were taken through an analyzer and determined to be high and variable. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was observed in/on the helix/lobe mechanism.